Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a cartridge alarm occurred, during insulin delivery. Customer¿s blood glucose (bg) level was "high". Although, a specific value was not given. The customer addressed their bg with a manual injection. Customer loaded a new cartridge to resolve the issue.